Manufacturer narrative:
A ge rep evaluated the system and cleaned and lubricated the high voltage cable connectors, and performed a filament calibration. The system operates as intended.

Event description:
The customer reported the system would not produce an image and there is noise coming from the system. No pt injury was reported.